Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post implant check the lead was found to be pulled back and increased atrial threshold was note. The patient had no symptoms. X-ray images revealed that the device had fallen from implant site, and led to the lead being pulled back. The physician attempted to reposition the lead and was unable to extend the stylet down the length of the lead. The physician re-implanted the same lead, however encountered the same inability to advance the stylet properly down the lead. The lead was then explanted and replaced with no issues. The patient was stable before, during, and after the procedure.